Event description:
It was reported that the device had not relaying signal from interface module to monitor. There was no patient impact.

Manufacturer narrative:
Concomitant products: information references the main component of the system. Other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(6) UDI (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating during intra-op for bilateral neck dissection procedure when the patient was anaesthetized , the electrodes were inserted into the patient and the electrodes were attached to the stim box which was connected to the monitor, the screen said there as no signal. We were not able to find out the reasons for it to not work. We reinserted the electrodes in the patient thinking that there might be issue with not having placed the electrodes correctly. We were also worried that it is adding time to the already anaesthetized patient. Also, we were trying to find another free nerve stimulator. We had to disconnect the nerve stimulator and get another attached to the patient to safely carry out the operation. Further there was no audible indicators but there was no monitoring displayed on the screen.